Event description:
Catheter balloon tested prior to insertion for inflation and deflation. Upon discontinuing foley, resistance met after deflating the balloon. Removed by md. Unable to fully deflate balloon. Required using 25 gauge needle to evacuate the balloon. Minimal bleeding at meatus post removal.